Event description:
It is reported one unit ((B) (4)) cannot be adjusted. It is further reported that the height adjustment cannot engage and the unit is in a fixed position. It is further reported that there are no adverse consequences.